Event description:
Synthes (B)(6) (synthes (B)(6)) reported the 532.010 (small battery drive) does not function when battery is connected. No further information was provided. Update. Synthes (B)(6) later on stated that the reported device is training equipment and the reported event happened during testing. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 1 of complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was completed on this device. The complaint of ¿unit does not function¿ could not be confirmed. The device was tested and the complaint wasn't duplicated. However it was noted that the ecu is getting hot. Evidence indicates this is due to usage wear over time. The manufacture date of this item is 16-apr-2009. The source of the manufacture date is the release to warehouse date. Placeholder.